Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venlon pro safety catheter experienced the catheter being unable to connect to the mating component. The following information was provided by the initial reporter: it seems the little dots on the hub are too flat, that¿s why the luer lock didn¿t connect. Infusion lines rotate when connected to venflon. Luerlock system is not working properly. At first we thought it was the infusion lines, but after connecting several lines, the problem persisted, pointing to the problem with the venflon.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-12-08. Investigation summary: one used sample and one video were received by our quality team for evaluation. The video shows a clinician securing the infusion line to the cannula hub luer lock. However, there is no grip, and the clinician could keep turning. The sample was subjected to visual inspection. Damage was observed on the luer lock fitting of the cannula hub. The damage luer lock feature appears to be pulled in an upward direction compared to a good cannula hub. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the returned sample, the luer lock feature on the cannula hub was damaged. There is no grip, and the infusion line would keep rotating and could not connect properly to the cannula hub. The assembly process was reviewed. There is no machine contact to the cannula hub luer lock. The assembly process of the component in contact with the cannula hub (i.e. Needle cap) involves a downward force being applied. Therefore, it is not possible to cause the condition of the returned sample. The molding process of the cannula hub was reviewed. The key process parameters (injection speed, holding pressure, cooling time, transfer point) were reviewed. No abnormality was recorded during the molding production of the cannula hub batch. The probable root cause for the damage at the luer lock feature could be due to the excessive tightening during the initial infusion line connection. As the luer lock feature was already damaged, the subsequent connection with other infusion line will also be loose and will not be able to connect properly to the cannula hub. However, as the actual production application cannot be confirmed, the root cause cannot be determined. H3 other text : see h10.

Event description:
It was reported that the bd venlon pro safety catheter experienced the catheter being unable to connect to the mating component. The following information was provided by the initial reporter: it seems the little dots on the hub are too flat, that¿s why the luer lock didn¿t connect. Infusion lines rotate when connected to venflon. Luerlock system is not working properly. At first we thought it was the infusion lines, but after connecting several lines, the problem persisted, pointing to the problem with the venflon.